Event description:
Ett found to have been bent after patient was intubated. Unable to suction or pass a fiberoptic scope. Peak airway pressures increased and tidal volumes decreased. Pt required reintubation in the middle of the case as unable to be ventilated. Tube bent around the 16 cm mark. This was not due to biting. The patient had a bite block in place throughout the entire case.